Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (400-500 mg/dl) range and was currently at 260 mg/dl. A correction bolus and insulin injections were used to address the bg level. The customer thought that the infusion set site was a possible cause of the high bg. Tandem technical support had the customer perform a system check using the current supplies and the pump was found to be operating as expected.